Event description:
Approx seven (7) months after the index procedure the pt had a late thrombosis of the previously implanted cypher stents. The pt was brought to the hosp emergently in a state of cardiac arrest. The pt was noted to have elevated st-wave segments on the ECG. Coronary angiography demonstrated thrombus in the stents. Aspiration of the thrombus and ptca using a 2.25/20 mm balloon at unk pressure/duration was done. The physician's comment regarding the cause of the thrombotic event was that the lesion was long and blocking the side branches. The physician also stated that the pt's cardiac function had deteriorated. The index procedure was an elective case the target lesion was the mid left anterior descending (lad) artery. The lesion was reported to be: de novo, concentric, a bifurcated lesion, ostial, absent of pre-existing clot, not calcified or tortuous, about 50 mm in length, and type c. The lesion was pre-dilated with a 2.0/15 mm balloon at 10 atm for 22 secs and then with a 2.25/30 mm balloon at 10 atm for 22 secs then with a 2.25/30 mm balloon at 16 atm for 16 secs. A cypher 2.5/23 mm stent was deployed at 14 atm for 33 secs. A second (2nd) cypher 2.5/18 mm stent was deployed proximal to the 1st cypher at 14 atm for 14 secs. A 3rd cypher 2.5/18 mm stent was deployed proximal to the 2nd stent at 20 atm for 18 secs. The three (3) cypher stents were implanted in overlapping fashion. Note that the two (2) cypher 2.5/18 mm stents were of the same catalog and lot numbers. The stents were not post-dilated. Ivus was not done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not recorded. Pre-procedure medications were: aspirin 200 mg/day, wafarin 1 mg/day, and ticlid 200 mg/day. Intra-procedure medications were: heparin 6,000 units, aspirin 200 mg/day, wafarin 1 mg/day, and ticlid 200 mg/day. Post-procedure medications were: aspirin 200 mg/day, wafarin 1 mg/day, and ticlid 200 mg/day.